Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the depleted ins and ins recharger had been resolved. The patient provided their weight at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis confirmed the initial allegation of the desktop charger having broken connector pins. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient's connector pin had been bent since having received their implant. The day previous to report the patient's recharger had started to not take a charge. The patient explained that both their recharger and ins batteries were depleted. There were no patient symptoms reported to have occurred. No further complications were reported or anticipated. Follow up being performed for additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.